Event description:
The consumer reported the water tank of the humidifier melted and caused boiling water to hours his foot. The consumer filled the tank with boiling water causing the plastic to deform. The owners manual for this unit clearly states to only use cool water in the tank.